Event description:
Product: dentemp sof-grip one-step denture reliner lot number: 5353637; expiration date: 2027-08-31. After applying this denture reliner to my upper denture as instructed, I developed immediate and severe symptoms: painful sores on the roof of my mouth, intense nausea, dizziness, sweating, fatigue, and an overall feeling of being extremely unwell. These symptoms lasted over two days and significantly impacted my ability to work and function normally. I followed all product instructions exactly. Ingredients listed: polyethyl methacrylate, alcohol, and 1,2,3-propanetricarboxylic acid, 2-(acetoxy)-1,2,3-tributyl ester. I believe this product is unsafe and needs investigation. I experienced symptoms consistent with chemical burns or a toxic/allergic reaction. I'm requesting the FDA investigate this product's safety and manufacturing. Reline upper denture.